Manufacturer narrative:
Unit received with a constant rf pic failed selftest alarm and unable to communicate to blood glucose meter due to a faulty component on the radio frequency board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm due to the rf pic failed selftest alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump was rf pic failed self-test. The customer¿s blood glucose level was 190 mg/dl. It was reported that they had rf pic failed self-test alarm. The troubleshooting was performed and assisted in performing a self-test received rf pic failed self-test. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.